Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of tpn, the filter leaked and air went into the set. There was no patient harm.

Event description:
The customer reported that during an infusion of tpn, the filter leaked and air went into the set. There was no patient harm.

Manufacturer narrative:
The customer report that the filter leaked and air went into the set was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not identified.

Event description:
The customer reported that in the nicu, during an infusion of tpn, the filter leaked and air went into the set. There was no patient harm.